Manufacturer narrative:
Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, an infection occurred. The device was removed and replaced with a malleable prosthesis.